Event description:
The tip broke off in patient. The tip was retrieved. No patient injury. Surgery time was extended approximately five minutes. Pulled out the curette, went back in with a histoscope and retrieved the part.